Event description:
We have been informed on (B)(6) that pt developed pressure ulcers (grade 2) after use of auto logic defective mattress. During pt admission to the hosp the slight redness on the pt skin was observed; pt was transferred to a dynamic auto logic mattress ((B)(6) 2013). In the evening, it was found by medical staff that the pt was bottoming directly on the bed frame due to loss of air in the mattress. The hospital staff changed the pump, however, the system failed again and the redness on the pt's back developed into a pressure ulcer (2 degree). After the incident, the arjohuntleigh sales consultant revisited the facility ((B)(6) 2013) and was informed that in the meantime pt had passed away ((B)(6) 2013). The death cause of the pt was pulmonary edema.